Event description:
Initial rptr indicated that the programming handheld computer displayed a fatal error in it's software and would not navigate to further screens. Troubleshooting steps were taken which did not resolve the error. MFR is expecting the handheld computer to be returned.

Manufacturer narrative:
Device malfunction occurred which did not cause or contribute to a serious injury.